Manufacturer narrative:
(B)(4). Evaluation summary the patient experienced high blood sugars and used a humapen luxura device (reported lot number 1206b05). It is unclear if the patient received insulin when the high blood sugars occurred as she had an interruption in the insulin supply which lasted approximately one month. There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. It was reported that the patient reused needles which may lead to under delivery of insulin if they become clogged. This may or may not be relevant to the complaint of high blood sugar levels. The device user manual indicates a new needle should be used with each injection.

Event description:
(B)(4). This solicited case, reported by a consumer who was contacted by the company via patient support program (psp), concerns a (B)(6) female light brown patient. Medical history included: high blood pressure and diabetes. Concomitant medication included: insulin glargine for diabetes, captopril and indapamide, both used for unknown indication of use and bromazepam (reported as somalium) used to sleep. It was also reported that the patient sometimes used other unknown medication for headache and stomachache. Also, that the patient used a previous unknown insulin more than a year before the initial report date. However, it was changed by insulin lispro and insulin glargine because it did not promote effect. The patient received insulin lispro (humalog), via humapen luxura (lot number 1206b05) for the indication of diabetes, 10 iu three times daily (before breakfast, before lunch and before dinner), subcutaneously, beginning treatment on (B)(6)-2013. According to the reporter, the insulin lispro was under short supply at some pharmacies and the patient could not find it to buy. The patient was without receiving the insulin for about one month, and due to that, approximately on (B)(6)-2014, one year and two months after the beginning of insulin lispro treatment, the patient experienced pain in the legs, dizziness and weakness (also described as just laying down the whole day). It was also reported that on (B)(6)-2014, the patient had fainted, what was considered medically significant by the company. The patient recovered from the faint still on (B)(6)-2014. Within this time that the patient was not using the lispro insulin, some blood glycemia test were performed and showed that the blood glycemia was high on (B)(6)-2014 (twice on this same day, in the morning and in the afternoon) and on (B)(6)-2014 (once). On (B)(6)-2014, the blood glycemia test performed during the call center attendance, showed 491 (no units provided). On other unspecified days, the blood glycemia test showed 490, 510 (no units provided). The reporter added that, all the days, the results were showing over 400 (no units provided). No corrective treatment was performed for the events. On an unspecified date, the patient underwent routine exams: blood counting, blood glycemia (following the glycemic scale; unspecified) and other unspecified ones. The event of blood glucose increased was considered serious by the company due to medical significant reason. It was also reported that the patient always reused needles. As of 24-jul-2014, the patient was not recovered from pain in the legs, dizziness, weakness and high blood glycemia. It was unknown if insulin lispro would be resumed. The patient operated the device and she was a trained user. The duration of use of the reported device was not provided. The patient had used this device for unknown time. There was no reported complaint for this device and the device was not returned for investigation. The reporting consumer related the events: fainting, pain in the legs, dizziness, weakness and high blood glycemia to the insulin lispro as she stated that the events happened due to the not using of insulin lispro. The reporting consumer did not provide any relatedness opinion regarding the events and the reported device. Update 25-jul-2014: additional information was received on 24-jul-2014 and it was processed within the initial report. Edit 30-jul-2014: upon internal review, it was added the information of improper use into the narrative (reuse of needles). No other med sig information was added to the case. Update 23sep2014. Additional information received 22sep2014 from the global product complaint system. To product page added device specific safety summaries (dsss), updated the EU/ca fields, medwatch fields and updated the narrative accordingly.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer who was contacted by the company via patient support program (psp), concerns a (B)(6)-year-old female, light brown patient. Medical history included: high blood pressure and diabetes. Concomitant medication included: insulin glargine for diabetes, captopril and indapamide, both used for unknown indication of use and bromazepam (reported as somalium) used to sleep. It was also reported that the patient sometimes used other unknown medication for headache and stomachache. Also, that the patient used a previous unknown insulin more than a year before the initial report date. However, it was changed by insulin lispro and insulin glargine because it did not promote effect. The patient received insulin lispro (humalog), via humapen luxura, for the indication of diabetes, 10 iu three times daily (before breakfast, before lunch and before dinner), subcutaneously, beginning treatment on (B)(6) 2013. According to the reporter, the insulin lispro was under short supply at some pharmacies and the patient could not find it to buy. The patient was without receiving the insulin for about one month, and due to that, approximately on (B)(6) 2014, one year and two months after the beginning of insulin lispro treatment, the patient experienced pain in the legs, dizziness and weakness (also described as just laying down the whole day). It was also reported that on (B)(6) 2014, the patient had fainted, what was considered medically significant by the company. The patient recovered from the faint still on (B)(6) 2014. Within this time that the patient was not using the lispro insulin, some blood glycemia test were performed and showed that the blood glycemia was high on (B)(6) 2014 (twice on this same day, in the morning and in the afternoon) and on (B)(6) 2014 (once). On (B)(6) 2014, the blood glycemia test performed during the call center attendance, showed 491 (no units provided). On other unspecified days, the blood glycemia test showed 490, 510 (no units provided). The reporter added that, all the days, the results were showing over 400 (no units provided). No corrective treatment was performed for the events. On an unspecified date, the patient underwent routine exams: blood counting, blood glycemia (following the glycemic scale; unspecified) and other unspecified ones. The event of blood glucose increased was considered serious by the company due to medical significant reason. It was also reported that the patient always reused needles. As of (B)(6) 2014, the patient was not recovered from pain in the legs, dizziness, weakness and high blood glycemia. It was unknown if insulin lispro would be resumed. The patient operated the device and she was a trained user. The duration of use of the reported device was not provided. The patient had used this device for unknown time. There was no reported complaint for this device and its return is not expected. The reporting consumer related the events: fainting, pain in the legs, dizziness, weakness and high blood glycemia to the insulin lispro as she stated that the events happened due to the not using of insulin lispro. The reporting consumer did not provide any relatedness opinion regarding the events and the reported device. Update (B)(4) 2014: additional information was received on (B)(4) 2014 and it was processed within the initial report. Edit (B)(4) 2014: upon internal review, it was added the information of improper use into the narrative (reuse of needles). No other med sig information was added to the case.

Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.